Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported cannula being unsure properly inserted or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on their abdomen. After the pod was removed, it was also observed that the cannula was bent. As treatment, rapid acting injections were administered.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted event could not be determined, and no problem was found regarding the reported bent/kinked event.